Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) output connectors were broken. It was also indicated that the lower case and hanger were broken, the upper case was contaminated, the keypad was contaminated, and the keypad window was scratched. It was also indicated that the display wire was pinched and a case screw was contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) output connectors were broken. The plastic housing around the connector was brittle and broken and cables would not lock in place. The epg was returned for service. There was no patient involvement.